Event description:
Customer reported the system's filament driver board has failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the filament driver board was not the problem. Ge rep replaced the high voltage tank and snubber board. System operates as intended.